Event description:
It was observed that during the device evaluation, there was foreign material in the air/water tube of the duodenovideoscope . There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it is presumed that the foreign material was simethicone. There was no deviation from instructions for use (IFU) in reprocessing steps. And no physical damage was found at the locations. The root cause that made the foreign material remain in the subject device could not be specified. The instruction manual states, the detection method associated with the event in ¿tjf-q190v, operation manual chapter 3: preparation and inspection¿. And preventative measures in "tjf-q190v, reprocessing manual chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.